Event description:
Skull clamp was returned for service due to involvement in an incident. The user facility reported later that the patient suffered a laceration when the surgery was completed. The skull clamp was not opened far enough, and when the patient was moved, the skull pins were still in contact with the patient, resulting in a laceration. The integra representative has met with the hospital or staff to provide in-service positioning of skull clamps.

Manufacturer narrative:
The device was returned for investigation. As received the skull clamp was in good condition. The swivel base had some rotational movement in the locked position and the unit needed to be cleaned. When positioned, adjusted and locked properly, the reported problem could not be duplicated. The piston was replaced to remove the rotational movement in the swivel base.